Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose (bg) levels experienced ranged from 220mg/dl to 400's mg/dl and bg levels were caused by the occlusions and being sick. Bg level was addressed by delivering a correction bolus via the pump and administering manual injections. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. Recommendation was made to consult with their health care provider to discuss diabetes management.